Manufacturer narrative:
(B)(4).

Event description:
Patient has experienced a loss or change of therapy. The patient stated on the (B)(6) she increased stimulation one notch and yesterday she increased it to 2 notches but her symptoms haven't improved. The experienced a return of symptoms on (B)(6) 2015. The indications for use for this patient were gastric stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.